Manufacturer narrative:
G4: 04oct2019. B4: 07oct2019. The customer troubleshot with tech support over the phone. The customer was referred to the latest revision of the service manual (revision k) and explained which offset readings were the correct values to use when calculating. This device has been returned to use with restrictions after partly meeting specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported is pressure accuracy failure. There was no patient or user harm reported.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported is pressure accuracy failure. There was no patient or user harm reported.